Event description:
It was reported that noise was observed on the right ventricular lead. The lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.